Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The same day the patient was treated with vancomycin 1 gram injection, once in 3 days and fortum 250mg injection once daily (duration not reported).the cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. At the time of this report the patient had recovered from the peritonitis event. No additional information is available.